Event description:
A customer reported that following a peripherally inserted central catheter (PICC) placement, the blue lumen hub cracked and the PICC line was leaking. A new PICC was placed for continuation of prescribed therapy. It was reported that there was mild harm to the patient. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be submitted upon investigation completion.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. A review of the DHR and inspection records was conducted, and no similar concerns were found. Visual inspection of the returned product found the blue lumen luer was cracked which would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and a CAPA was initiated to address this issue. The CAPA is currently in the effectiveness phase which will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.